Manufacturer narrative:
Upon review of the complaint determined that it was inadvertently reported in the initial report that the reported condition of heat was confirmed. However, it was determined that the reported condition twas not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cutter could not be inserted due to the bearings being worn out which did not allow the cutter to pass through. It was determined that this was due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was heating up. Therefore, the reported condition was confirmed. It was determined that the cutter could not be inserted due to the bearings being worn out which did not allow the cutter to pass through. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.